Event description:
It was reported that during a gastric bypass, roux-en y procedure, the device misfired on the 4th firing while making the gastric pouch. The surgeon tried to fire the instrument and 4-6 staples came out of the cartridge unformed, and the instrument locked up. Surgeon pulled the instrument with the reload still in the gun from the sterile field and used another instrument to complete the case. The device also produced clips that scissored while the surgeon was clipping the staple line for reinforcement. No pt consequence.